Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced significant pain and continual erosion through the vaginal wall. The patient has underwent five procedures to remove jaggy sections of mesh that had come through. No further information was provided.